Event description:
Surgeon was attempting to advance essure through the fallopian tube and noticed the tip was missing on the product. Upon further inspection, surgeon noticed the tip was in the hysteroscope. Tip was removed from the scope in its entirety (according to surgeon).